Event description:
It was reported to philips healthcare that the screen on the codemaster xl+ was marked and the pixels were dead. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.